Event description:
It was reported that via a remote merlin.net transmission, the ventricular lead exhibited noise resulting in inhibition of pacing. During lead revision, the physician found that the lead could not be removed. The lead remained implanted and the device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.